Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the patient underwent sigmoid/lar for diverticular stricture. Negative leak test intra-op. The patient presented 3 weeks later with night sweats and an elevated wbc and CT scan showed small amount of fa near anastomosis but no drainable fluid collection. The patient taken back to or and underwent diverting loop ileostomy. There was unanticipated tissue loss.